Manufacturer narrative:
The reported field event of premature battery depletion and failure to interrogate was not confirmed. Upon received, the device was detected in backup mode. The device image was corrupted, therefore the reason for the reset was undetermined. After product code downloaded, the device was above elective replacement indicator (eri). The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal. The reset could not be reproduced hence the cause of the reset could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room with discomfort, confusion, and shortness of breath due to bradycardia due to premature battery depletion of the implantable cardioverter defibrillator (ICD), which was no longer pacing as a result. The ICD could not be interrogated. The ICD was explanted and replaced. The patient was in stable condition.